Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the small horizon clip applier instrument closed on its own when moved up or down. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small horizon clip applier instrument to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs the instrument could not follow the master tool manipulator (mtm) commands.